Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 1st firing of distal pancreatectomy, the surgeon clamped the tissue and the device moved into firing mode, however they could not fire the device. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.